Event description:
The user facility reported a 59-year-old male patient needed mechanical circulatory support. It was reported that the nurse observed the automated impella controller (aic) turn red and display error messages/alarms. No other staff witnessed the screen. The staff members were also unsure if the impella was started dry with the red catheter in place before going inside the patient. There was no patient harm reported. Both the aic and the impella were replaced.

Manufacturer narrative:
The aic has been returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump issue has been completed. The data logs were reviewed and showed an impella stopped alarm had occurred due to the console identifying the motor current as being too high/higher than expected. The real time (rt) logs were reviewed and revealed that the motor current had suddenly risen to 1510 ma for a moment. The console was returned for investigation and a known-good pump was tested with the console and confirmed to be working correctly. No issues were found with the console. The related pump investigation concluded that the reported complaint was most likely caused by a use issue. D2 common device name revised on manufacturer device report in accordance with updated procedures. D4 model number was inadvertently entered incorrectly on the initial manufacturer device report number. F6/f8-should have been left blank on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number.